Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the operating room for initial implantation of an atrial lead. During implant, the physician was not satisfied with the sensing results. After several attempts, the lead was discarded and replaced. The new lead had acceptable sensing. The patient was stable throughout the procedure.